Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2500 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The patient would return to the clinic for testing; however, the date had not been scheduled at that time. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the lead was later surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2500 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The patient would return to the clinic for testing; however, the date had not been scheduled at that time. No adverse patient effects were reported. The lead remains in service.